Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level of 500 mg/dl and low blood glucose level of 50 and 51 mg/dl. Customer was treated manual injection for high blood glucose level. Customer was not using auto mode. Customer stated that the insulin pump had multiple insulin pump error alarm. Customer was able to clear alarm. Customer was able to complete rewind. Customer did self test and it was passed. The insulin pump will not be returned for analysis.